Manufacturer narrative:
Additional information: correction: upon review, the epic valve should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Information received from patient device tracking notes that on (B)(6) 2019, a 25mm epic valve was not implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information has been requested but yet received.

Event description:
On (B)(6) 2019, epic supra valve w/flexfit was implanted. On (B)(6) 2019, the valve was explanted for unknown reasons.